Manufacturer narrative:
User facility contacted magellan's product support (ps) team to report the instrument would not power on with just the ac adapter. The analyzer is usually only powered on with batteries. When replacing the batteries, the user noticed smoke originating from the battery board compartment. Product support verified that the instrument was off at the time of the call. The instrument and ac adaptor were returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) would not power on with two installed batteries on the right side of the battery board compartment, but it would power on with two batteries on the left side. Ps also smelled smoke when the battery compartment was opened. Battery compartment producing smoke upon initial insertion is generally associated with use error, specifically not inserting the batteries according to the diagram on the analyzer. Confirmation testing was not performed of the batteries in question, as they were discarded by the user. The instrument also didn't power on with the returned leadcare ac adapter but did power on with an in house ac adapter 5 times. No user or patient impact or harm was reported. Case (B)(4).

Event description:
User facility contacted magellan's product support (ps) team to report the instrument would not power on with just the ac adapter. The analyzer is usually only powered on with batteries. When replacing the batteries, the user noticed smoke originating from the battery board compartment. Product support verified that the instrument was off at the time of the call. The instrument and ac adaptor were returned to magellan for evaluation.